Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number: 86337 was returned and analyzed. Visual inspection of the balloon catheter showed that the balloon catheter was intact with no apparent issues. The smart chip verification indicated that the catheter was not used. Upon connecting the balloon catheter to the console when the vacuum was enabled, the catheter failed due to the persistent system notice#: 12218 (the safety system has detected a compromised outer vacuum), and a system notice#: 50005 (the safety system has detected fluid in the catheter and stopped the injection). Pressurizing showed a psi valve leak as well as a guide wire lumen kink and breach between inner balloon thermal bonding and injection tube. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification, per the manufacturer's investigation.